Event description:
It was reported that during placement of the 6fr angio-seal, when they removed the sheath at the end of the procedure and tried to insert the angio-seal sheath, they encountered significant resistance, causing the angio-seal introducer to bend. The patient had no adverse consequences and there was no patient harm. Hemostasis was achieved with manual compression.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: requested, unknown. E3: occupation: interventional radiology. H4: device manufacture date: unknown, as the involved lot # was not provided . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.